Event description:
The lay reporter contacted lifescan (lfs) in 2005 on behalf of the lay user/pt alleging that the pt's meter was set to the incorrect unit of measurement (uom). The medical affairs specialist (mas) mailed a letter since the user could not be reached by telephone for further clarification. The pt went into the meter setting and accidentally changed the uom. The meter was previously set to the correct uom. There is no info on whether the pt tried to test her blood glucose prior to going to the hosp. She went to the hosp and was treated with glucose, received diabetes advice and was kept overnight. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, reading prior to going to the hosp, symptoms and diagnosis in the hosp. Customer care agent (cca) sent the pt a replacement meter. The complaint is being reported due to use error (pt accidentally changed the uom) and was treated with glucose and kept overnight possibly due to hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. Follow up #1 /supplemental report test - 3/14/2006: the lay user/patient's meter involved in this case hs been returned and evaluated by lifescan product analysis and passed all testing with no faults found. Therefore, the user's complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay reporter contacted lifescan (lfs) on december 27, 2005 on behalf of the lay user / patient alleging that the patient's meter was set to the incorrect unit of measurement (uom). The medical affairs specialist (mas) mailed a letter since the user could not be reached by telephone for further clarification. The patient went into the meter settings and accidentally changed the uom. The meter was previously set to the correct uom. There is no information on whether the patient tried to test her blood glucose prior to going to the hospital. She went to the hospital and was treated with gluocse, received diabetes advice and was kept overnight. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, reading prior to going to the hospital, symptoms and diagnosis in the hospital. Customer care agent (cca) sent the patient a replacement meter. The commplaint is being reported due to use error (patient accidentally changed the uom) and was treated with glucose and kept overnight possibly due to hypoglycemia.